Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured. Manual pressure was held until hemostasis of the patient occurred. There was no reported patient injury. The physician inflated the balloon under fluoroscopy, pulled back to the access site, and opened the side port of sheath and tried to stop bleeding from the side port. The physician changed their angle and put a little more tension on device and at this point bleeding stopped out of the side port, followed by the balloon rupture. The device was stored and prepped according to the instructions for use (IFU). The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The vcd was used with a 6f cordis sheath. There was no resistance or friction with the vcd and the sheath. There was no damage noted to the sheath that could have ruptured the balloon. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery. It is unknown if the balloon lost pressure after being pulled to the arteriotomy. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2302001 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured. Manual pressure was held until hemostasis of the patient occurred. There was no reported patient injury. The physician inflated the balloon under fluoroscopy, pulled back to the access site, and opened the side port of sheath and tried to stop bleeding from the side port. The physician changed their angle and put a little more tension on device and at this point bleeding stopped out of the side port, followed by the balloon rupture. The device was stored and prepped according to the instructions for use (IFU). The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The vcd was used with a 6f cordis sheath. There was no resistance or friction with the vcd and the sheath. There was no damage noted to the sheath that could have ruptured the balloon. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery. It is unknown if the balloon lost pressure after being pulled to the arteriotomy. A non-sterile ¿mynxgrip 6f/7f vascular closure device¿ was received. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock open. The sealant sleeve remained in the manufactured position. The syringe was not returned for analysis. One cordis csi was returned separated from the device, and it did not present any damages or anomalies. The balloon presented a torn condition. No other details were observed. An inflation/deflation test was performed on the returned device to ensure the balloon¿s functionality according with the instructions for use, and the results revealed a leak in the balloon caused by the observed tear. The balloon was inspected using a vision system to obtain a magnified image, and the tear was confirmed. The product history record (phr) review of lot f2302001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear could not be determined during analysis. Based on the limited information available for review and product analysis, access site vessel characteristics (although reported to not have any calcium or pvd) and/or concomitant device factors most likely contributed to the reported event since a calcified vessel, or a damaged procedural device can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured. Manual pressure was held until hemostasis of the patient occurred. There was no reported patient injury. The physician inflated the balloon under fluoroscopy, pulled back to the access site, and opened the side port of sheath and tried to stop bleeding from the side port. The physician changed their angle and put a little more tension on device and at this point bleeding stopped out of the side port, followed by the balloon rupture. The device was stored and prepped according to the instructions for use (IFU). The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The vcd was used with a 6f cordis sheath. There was no resistance or friction with the vcd and the sheath. There was no damage noted to the sheath that could have ruptured the balloon. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery. It is unknown if the balloon lost pressure after being pulled to the arteriotomy. The device is being returned for evaluation.